Manufacturer narrative:
The insulin pump was received with detached end cap. We were unable to perform displacement test due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window. (B)(4).

Event description:
It was reported via phone call that the drive support cap was sticking out. The customer's blood glucose was unknown. The customer does not know if all the insulin is being delivered because the drive support cap continues to pop out during delivery. The customer was advised the pump will be replaced.